Event description:
Customer reported that the main controller of css console was exhibiting a low battery indicator while supporting a patient. The patient was switched to a backup css console. There was no patient impact. A replacement controller battery was shipped from syncardia to the hospital and was installed by a syncardia clinical support representative. After the controller battery was replaced, the css console passed the console test validation protocol.

Manufacturer narrative:
The controller battery that was removed from the css console was not returned to syncardia. Syncardia reviewed two prior investigations that were conducted on controller batteries exhibiting similar behavior. Both batteries were returned to the manufacturer for analysis. The manufacturer concluded that the batteries would not accept voltage or current, and that the accepted reason for lack of capacity was identified as sulfation within the plates of the batteries. Sulfation is a crystallized lead sulfate (pbso4) which coats the electrode plates and eventually causes premature battery failure. This failure mode poses a low risk to the patient, because it did not prevent the css console from performing its life-sustaining functions. In addition, the css console has a redundant, backup controller, and redundant system performance was not affected. Batteries are consumable items, there was no adverse impact on the patient, and proper operation of the css console controller was confirmed after battery replacement. Syncardia has completed its evaluation of this complaint and is closing this file.